Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. However, the intrinsic p waves are measuring 0.5 milli volts and the atrial sensitivity is programmed to 0.75 milli volts. As of this time, this lead in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.